Manufacturer narrative:
(B)(4). In-house investigation confirmed that the drug fulvestrant causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued to all current architect estradiol customers. The letter informs the customer that patients undergoing fulvestrant therapy should not be tested with the architect estradiol assay. It also instructs the customer to review the letter with their medical director. The architect estradiol package insert will be updated to include new information regarding interference/cross-reactivity between the architect estradiol assay and the drug fulvestrant. All in-date architect estradiol lot numbers are impacted as follows: list number: 07k72-20, lot number: 55900ui01, manufacture date: 07/16/2015, expiration date: 04/23/2016. List number: 07k72-20, lot number: 55908ui01, manufacture date: 08/11/2015, expiration date: 04/29/2016. List number: 07k72-20, lot number: 55941ui00, manufacture date: 07/22/2015, expiration date: 04/23/2016. List number: 07k72-20, lot number: 57929ui00, manufacture date: 10/20/2015, expiration date: 07/16/2016. List number: 07k72-20, lot number: 57931ui01, manufacture date: 11/18/2015, expiration date: 08/27/2016. List number: 07k72-20, lot number: 60105ui00, manufacture date: 01/06/2016, expiration date: 10/02/2016. List number: 07k72-20, lot number: 61106ui00, manufacture date: 02/19/2016, expiration date: 11/27/2016. List number: 07k72-25, lot number: 55900ui00, manufacture date: 07/15/2015, expiration date: 04/23/2016. List number: 07k72-25, lot number: 55908ui00, manufacture date: 08/13/2015, expiration date: 04/29/2016. List number: 07k72-25, lot number: 57929ui01, manufacture date: 10/20/2015, expiration date: 07/16/2016. List number: 07k72-25, lot number: 57931ui00, manufacture date: 11/19/2015, expiration date: 08/27/2016. List number: 07k72-25, lot number: 60105ui01, manufacture date: 01/06/2016, expiration date: 10/02/2016. List number: 07k72-25, lot number: 61106ui01, manufacture date: 02/19/2016, expiration date: 11/27/2016. List number: 07k72-25, lot number: 62263ui00, manufacture date: 02/26/2016, expiration date: 11/27/2016.

Event description:
Abbott laboratories conducted an in-house investigation related to a recent publication by berger et al. (Clinical breast cancer, vol. 16, no. 1) describing a false increase of estradiol levels in patients treated with fulvestrant (faslodex) and tested with the architect estradiol assay. The publication included a report of diagnostic laparoscopy performed on one patient. The in-house investigation confirmed the interaction of fulvestrant with the architect estradiol assay leading to falsely elevated estradiol results. Potential risk to health applies only to patients being treated with the drug fulvestrant which may lead to increased estradiol results. In worst case scenarios, falsely elevated estradiol results may lead to incorrect menopausal state assessment and inappropriate therapy. No complaints from customers have been received to date.